Event description:
A malfunction alarm, identified by the code malf 9, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, and after doing so, the malfunction did not recur. The customer was instructed to continue using the pump and to reach out if the issue reoccurred.